Event description:
Physician was placing a gel mark post-biopsy, when applicator was removed from the biopsy probe (mammotome) it was observed that the tip was missing. Physician believes the tip is in the patient's breast. There were no plans to retrieve it. There were no patient adverse effects.